Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then motor error while changing the infusion set. Customer does not use the sensor feature. The customer stated that the insulin pump was stuck in the prime/rewind sequence due to the motor error alarm. The customer was advised to hold down the act button until they receive a second series of beeps or numbers appear on the display. Customer stated she did not receive second series of beeps and numbers did not appear on the screen. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.